Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the mdu overheated and became hot prior to the procedure beginning. A back up device of the same model was used to complete the procedure. No injuries or complications were reported as a result.

Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number 72200616sr was received on march 30, 2017 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint of overheating could not be confirmed. Three bents pins on the cord connector were discovered after a visual inspection. Functional testing was done after the bent pins were straightened out. Product did not generate excessive noise or overheat during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes at highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat during functional testing. All functions perform as expected. No problem found. A review of the service device history record for serial number (B)(4) shows that this unit passed all acceptance criteria and was compliant upon release for distribution on september of 2016.no containment or corrective actions are recommended at this time.